Event description:
It was reported that during a colon resection, the surgeon had placed the device in a side pocket of the drape, and while leaning over the patient inadvertently was activating the device causing it to cut through the drape and burn the patient. The burn is about the size of a dime and the center is black and the surrounding tissue is white. The patient is stable and still in the hospital.